Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-10657. It was reported that the patient exhibited twiddlers syndrome. During lead revision procedure, it was noted that the right ventricular lead and the atrial lead were severely twisted. Physician noted that atrial lead damage was due to patient flipping the device in the pocket. It was also noted that the atrial lead exhibited high impedance and a fracture point was found at the proximal end of lead. Patient was stable.